Event description:
Reportedly, 3f valve was explanted sometime in (B)(6) of 2010, after approx 8 months implant duration, due to endocarditis. The doctor does not attribute the endocarditis to the valve, but rather, to the pt. Pt is reportedly doing fine.

Manufacturer narrative:
Hosp discarded valve at time of explant. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.